Event description:
Reportedly, there was a mismatch between an episode displayed on the programmer screen and the same episode printed by the programmer (some ventricular sensing markers were missing on the printout).

Event description:
Reportedly, there was a mismatch between an episode displayed on the programmer screen and the same episode printed by the programmer (some ventricular sensing markers were missing on the printout).